Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the top two illuminators are out of order. Additional information was received indicating the event occurred during a retinal procedure. An alternate illuminator source was used to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp was replaced to resolve the issue. The system was found to meet specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 24, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. How or when the lamp became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).